Event description:
It was reported that the customer had a no delivery alarm. Customer's blood glucose level was 160 mg/dl at the time. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the reservoir or set for analysis. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-48840.